Manufacturer narrative:
Inratio precision data provided by end-user lot 060452: first test inr = 5.8, second test inr = 6.2, mean = 6; sd = 0.28; %cv = 4.7%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.

Event description:
Caller alleged imprecision results with inratio meter. Results as follows: first test inr = 5.8, second test inr = 6.2.